Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Based on the sample received bd engineers were able to observe the reported non-conformance and determine that the most likely root cause for this occurrence is a failure in the crimping process. Previous reviews of the manufacturing process were able to identify and implement process improvements to mitigate this kind of non-conformance; engineers have added process vision checks immediately after the crimping process and added this specific defect to the final inspection check list. Since the implementation of these changes we have not received a similar complaints for lot produced after this. Without the lot number for the affected device we cannot determine if this device was produced before or after the implementation of these changes.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system needle hub fell off. This was discovered during use. The following information was provided by the initial reporter: it's found that needle paddle hub fell off during penetration process, result in blood leakage on patient. Leaked blood is about 5ml. No medical intervention involved in this case. No adverse event occurred on patient. No blood or bodily fluids exposed to the end user.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system needle hub fell off. This was discovered during use. The following information was provided by the initial reporter: it's found that needle paddle hub fell off during penetration process, result in blood leakage on patient. Leaked blood is about 5ml. No medical intervention involved in this case. No adverse event occurred on patient. No blood or bodily fluids exposed to the end user.